Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. A high pacing threshold measurement was noted on both the ra lead and the right ventricular (rv) lead. In addition, a loss of capture was noted on the ra lead. A lead revision was scheduled and was then successfully performed. The ra lead was surgically abandoned and the rv lead was replaced by a different lead. No additional adverse patient effects were reported. The leads were out of service and will not be returned.